Manufacturer narrative:
510k status: preamendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that the line of the single lumen pressure monitoring set severed from the hub portion of the device, which led to the separated part becoming lodged in the patient's blood vessel. Additional information regarding the event has been requested from the customer, but none has yet been provided. The device is reportedly unavailable for return and evaluation.

Manufacturer narrative:
A review of the complaint history, device history record, drawing, instructions for use, manufacturing instructions and quality control was completed during this investigation. The product was not returned, so physical evaluation could not be performed. The device history record for lot number 7715973 was reviewed and noted no non-conformances that were related to the reported failure mode. Additionally, a search of the manufacturer's complaint database found no other complaint associated with the complaint device lot number (7715973). Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. This complaint is confirmed based on the customer's testimony. The IFU does not contain information regarding the failure mode. Based on the provided information a definitive root cause cannot be established at this time. Per a quality engineering risk assessment not further action is required.